Event description:
It was reported that liquid leakage occurred from the base of the yellow connector on the extension tube connection side. Per reporter, this occurred during priming. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.